Manufacturer narrative:
The stent was not positioned on the balloon between the marker bands as per specifications, stent appeared stretched distally passed the distal tip. Deformation was evident to the 1-32nd distal stent wraps, with struts raised and stretched. Only the 6 most proximal stent wraps remained intact. Deformation was evident to the distal tip, with the tip appearing uneven. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx rx drug eluting stent to treat a severely calcified and tortuous lesion located at the mid circumflex artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. No difficulties were noted when removing the protective sheath. No issues were noted when the stent was inspected post removal of the protective sheath. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. The inflation device remained on neutral pressure during delivery of the device. It was reported that the stent displacement occurred during removal following failed delivery. The stent was still partially on the delivery catheter. The stent got caught on the edge of a non medtronic guide extension catheter while it was being removed from the vessel. The proximal part of the stent was still attached to the delivery catheter and crimped on the balloon. The distal part of the stent was severely deformed and partially unravelled and was hanging completely off the delivery catheter, but it was still in one piece. No part of the stent was left in the patient. The stent was removed with its delivery catheter. Patient status post procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.